Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced a hardware failure (specifically, the board, aio, and hhd). The technical support specialist reached out to the international field service engineer, and it was confirmed that the issue was resolved by replacing the faulty hardware components. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a problem in which one of the shelves within the cubie was damaged. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.